Event description:
Ous MDR - after an implantation time of about 20 days, this lead was explanted due to oversensing. No adverse patient side effects have been reported.

Manufacturer narrative:
Ous MDR - the analysis of the lead demonstrated a damaged insulation at a distance of some 36 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. These findings can be considered as the root cause for the observed oversensing issues as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.